Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and broken off end cap. The pump was unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected error test and all the operating current test due to broken off end cap. The drive support disk was inspected and no anomaly was noted.

Event description:
The customer's father reported via phone call of a damaged insulin pump. The customer's blood glucose reading was 362 mg/dl. The customer had high readings for the last 3 days. The customer discovered that the end of the pump where the drive support cap is located is coming off of the pump. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.